Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that post-implant, the device was interrogated and the right ventricular (rv) lead exhibited oversensing as observed during movement of the left shoulder, as well as non-capture and lack of sensing. The pocket was reopened, in which artifacts and low impedance were noted. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.